Event description:
It was reported that the patient received a fitmore hip stem a, size 4 on her right hip on (B)(6) 2010. On unknown date, an x-ray was taken and showed translucent lines around the tip of the stem. The patient also reported pain. The surgeon commented that it could be due to aseptic loosening. Due to pain, the patient underwent revision surgery on (B)(6) 2012. The stem and the head were removed and replaced with cls hip system.

Manufacturer narrative:
Since the product has not been returned to the manufacturer for investigation, cause for these specific clinical events cannot be ascertained from the information provided. When the device is returned for evaluation and the investigation result becomes available, an updated mended medical device report will be submitted. (B)(4).